Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(4) patient developed a rash on her back and under her breasts. The patient's irritation was treated by a physician at the hospital. The patient reported that the rash was improving with the use of furacine ointment.